Event description:
As reported, patient underwent a bilateral implant exchange, submuscular to subfascial, bilateral superior pedicle mastopexy, re attachment of pec major muscle, bilateral breast fat graft and galaflex lite mesh placement which was cut in half and used bilaterally on (B)(6) 2024. As reported, the patient developed cellulitis on the right breast starting on (B)(6) 2024 and patient was treated with antibiotics (doxycycline and rifampin) with resolution of infection.

Manufacturer narrative:
As reported, patient developed right breast cellulitis post implant of galaflex lite. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. Infection is clinically understood potential complications of surgery and identified in the adverse reaction section of the instructions-for-use, supplied with the device as possible complications. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. An unresolved infection may require the removal of the scaffold." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.